Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
A (B)(6) female was implanted with an miniarc precise on (B)(6) (year not provided) to treat anterior pelvic organ prolapse. Follow-up on (B)(6) 2012 indicates "objective valoration: cure, subjective valoration (patient reported outcome): well. Continent." Follow-up (B)(4) 2012 indicates "objective valoration: cure, subjective valoration (patient reported outcome): not very well. Mild pain in genital area. Constipation (medical treatment for constipation)." Patient outcome was reported as "good results."